Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guideg catheter (sgc) was returned and the reported mechanical issue of unable to curve the sgc was confirmed and noted to be a cable break. The reported noise could not be replicated in a testing environment as it was likely a symptom of the cable break. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported mechanical issue of sgc unable to curve guide and noise appears to be related to the cable break. The cable break appears to be related to patient morphology/pathology due to the difficult transseptal and rotated heart. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the tip issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced, and it was thought that a pop was heard. The sgc continued to be advanced to the left atrium. One clip was deployed, reducing the mr to 2. When the sgc was attempted to be removed, it was found that the tip could not be straightened with the minus knob. A guide wire and dilator were advanced to straighten the tip so the sgc could be removed without damaging the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.